Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer failure and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2 had failed. A field service engineer (fse) arrived on-site and confirmed the station was operational. Fse manually recovered the failed auxiliary drawer 2. The pixie bus cable was received and installed. The customer then inventoried the entire drawer, and the inventory process passed without issues. The customer tested and verified the drawer¿s functionality, confirming that everything was working as expected. The system functioned as intended after the field service engineer repaired the device.